Manufacturer narrative:
The reported sensor was returned and investigated. Visual inspection has been performed on the sensor plug. Removed plug and inspected the connector. All three contacts installed properly. Data has been successfully extracted using approved software. The sensor was found to be in state 5 (normal termination). Sensor inserted into the sim-vivo test fixture. All results were within specification. No product deficiency was identified.

Event description:
Customer reported receiving erratic readings on their adc freestyle libre sensor. Customer reported receiving readings of 272 mg/dl and 39 mg/dl within 10 minutes. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
The product has been requested back for investigation. A follow- up report will be submitted once additional information is obtained. The device manufacturer date for the reported sensor is unknown. The date entered is the date abbott diabetes care became aware of the event. It should be noted that this sensor does not give numeric value for readings less than 40 mg/dl. A "lo" message would display if the sensor was reading less than 40 mg/dl. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported receiving erratic readings on their adc freestyle libre sensor. Customer reported receiving readings of 272 mg/dl and 39 mg/dl within 10 minutes. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury, or mistreatment associated with this event.